Manufacturer narrative:
B3: event date unknown. One device was returned for evaluation. Visual inspection revealed good condition. Review of event history logs confirmed many ¿cassette not attached¿ alarms. Functional testing was performed and the reported issue could not be replicated. The root cause was determined to be the downstream occlusion (dso) sensor. The dso sensor was replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device exhibited a ¿cassette not attached properly¿ error. It is unknown if there was patient involvement, no adverse patient effects were reported.